Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : h6 ( medical device ¿ problem code ).

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1. E1 initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) failed power up test . There was no harm or injury reported

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6(medical device ¿ problem code). This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe). If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.